Manufacturer narrative:
Vyaire medical file identification: (B)(4). Results of investigation: the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer stated that the exp pressure xdcr was malfunctioning because the a/d reading was only three when he calibrated it. A quote for a new gde (gas delivery engine) was sent. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical that the avea ventilator is giving constant circuit occlusion alarm. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (25-jan-18) and was not subject to UDI requirements.

Manufacturer narrative:
Section d4 was updated to indicate correct UDI #.